Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented into clinic for a device check complaining that she felt pacing all over her body. Through interrogation of the device it was found that the patient had a possible ra lead dislodgement. On (B)(6) 2020, the lead was explanted.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Unable to accurately measure the helix length due to the condition as received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.